Manufacturer narrative:
One device was returned for analysis of complaint that there was cassette sensor error. Investigation found damaged downstream occlusion (dso) sensor and nonreactive upstream occlusion (uso) sensor. No previous repairs noted in the last 12 months. Review of event history found high alarm displayed: cassette not attached properly. Visual and functional testing was performed. The reported issue was able to be replicated through occlusion test. The cause of the reported issue was damaged dso sensor and nonreactive uso sensor. The reported issue was resolved by replacing the dso sensor and uso sensor.

Event description:
It was reported that there was cassette sensor error. Investigation found damaged downstream occlusion (dso) sensor and nonreactive upstream occlusion (uso) sensor. These are reportable malfunctions.